Event description:
During the daylight savings time changeover, the unit froze at 2:00 am and would not update. The telemetry beds went to "no comm". There was no reported pt injury. Investigation/conclusion: ge medical systems' investgation into the reported complaint is ongoing.